Event description:
It was reported to medtronic that a visao handpiece was overheating. This was found during testing and there was no patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The complaint device was returned to medtronic. The device was tested and the customer's complaint of overheating could not be duplicated. No fault was found. The temperature test revealed that the nose was 118 degrees, the middle was 117 degrees and the rear was 95 degrees. The temperature never exceeded the 130 degree limit that is stated in the sri as passing. The device was tested and met all manufacturing specifications.